Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument, and identified the failure mode as multiple hardware. The fse replaced the t-valve, stir bar, cleaned the cup module and performed lamp calibration which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous low patient results generated for modular creatinine (crem) on system unicel dxc 800 pro instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided. The customer provided data for two (2) patient samples.